Event description:
Thyroid pack once case started shredding was noted, took those 20 off field and gave her separate box of 4x4's x2, shredding noted when counting, took those off field and opened 2 more packs of rfid 4x4's. FDA safety report ID# (B)(4).